Event description:
It was reported that they were not able to adjust stimulation. Display showed "call your doctor" icon. There was a por (power on reset) condition. The reporter noted that the patient alerted her today that she was seeing por on her screen. The reporter was unsure when the message first appeared. The patient had been in hospital having heart tests done. Additional information received noted that the error code accompanying the por was unknown. The cause of the por was unknown. Patient symptoms included fecal incontinence, urgency, frequency and incontinence. No troubleshooting or interventions were noted. It was noted that the patient came in, remotes were bonded, and the patient was reprogrammed without incident. The patient was recovered without permanent impairment. See also manufacturer's report # 3004209178-2014-13315.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3093-33, lot# v772513, implanted: (B)(6) 2011, product type: lead; product ID 3093-33, lot# v772513, implanted: (B)(6) 2011, product type: lead. (B)(4).